Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565. This report will be reported under MFR: 0001822565 - 2023 - 02668.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, the distributor found that the product was found to have debris in the sterile packaging. It was reported that no further information is available.